Manufacturer narrative:
B5: added type of procedure. H6: the quality investigation is complete.

Event description:
It was reported that the bur broke in the attachment during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported that there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully. It was further reported that the procedure was a micro endoscopic discectomy.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that the bur broke in the attachment during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported that there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.